Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead and right ventricular lead dislodged and the patient underwent a lead revision procedure on (B)(6) 2019. The morning post procedure on (B)(6) 2019, the leads dislodged again. On (B)(6) 2019, the leads were revised. Then, again, the leads dislodged the next morning. On (B)(6) 2019, the physician explanted the pacemaker system and replaced it with a leadless pacemaker system. The physician attributed this incident to patient's non-compliance and does not alleged any product performance deficiency. The patient was reported to be in stable condition during this event.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measured at 57.7 cm. Analysis was normal. No anomalies were found.